Event description:
It was reported that (1) lcsc5 was used during a lap nissen fundoplication procedure. It was reported by the rep that the blade would not close and grasp tissue. The hosp could not get it to close consistently, they had to change blades. Opened another lcsc5 to complete the case. There was no consequence to pt.